Manufacturer narrative:
The investigation determined the cause of event was related to customer sample handling and storage conditions.

Manufacturer narrative:
This event occurred in (B)(6). Quality control on the date of patient testing was acceptable. The field service engineer exchanged the sample probe. The investigation is still ongoing.

Event description:
The initial reporter questioned a non reproducible gluc3 glucose hk gen.3 patient result on a cobas 6000 c (501) module. On (B)(6) 2020 at 12:19:25, the initial glucose result was 123 mg/dl with a data flag. This result was reported outside the laboratory. After initial testing the unseparated serum sample was stored at room temperature. The sample was repeated on (B)(6) 2020 at 17:28:55 and the glucose recovered 94 mg/dl. This repeat result was not reported outside the laboratory. The customer believes the initial result was the correct result for the patient. The glucose reagent lot number was 444444 and the expiration date was requested but not provided.